Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter powers off during use and also displays an unknown error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began on (B)(6) 2013 (time not specified). The patient's testing frequency is not know and it is not clear if the patient tested with a backup/secondary meter after the alleged meter issues began. According to the csr's documentation, the patient manages his diabetes with an unspecified type of insulin (no adjustments); however, it is not clear what action the patient took in response to the reported issues. Per csr notes, as a result of the alleged meter issues, the patient reportedly developed symptoms of lightheadedness, shaking, sweating, confusion, headaches, and had passed out at an unspecified date/time. Prior to the start of the alleged meter issues it is not clear when the patient had last obtained a reading with the subject meter and it is not known what action the patient took in response to his previous reading. It is also not specified if the patient had made any changes to his regimen, activity level, or meals before the alleged meter issue began. At an unspecified date/time after (B)(6), the emergency medical services (ems) was contacted; it is not clear who had contacted the ems. According to the csr's documentation, prior to ems's arrival the patient had consumed more sugar. The patient reportedly had obtained a blood glucose reading of "24mg/dl" with the ems's meter and was administered (by the health care professional) a glucagon injection. It is not known if the patient received any additional medical intervention and it is not specified when the patient's reported symptoms abated. At the time of troubleshooting, the csr noted that the patient did not have any of his testing supplies with him. The csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs products. The alleged issues remain unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.